Manufacturer narrative:
The following products were used in the surgery: part#2991222; lot# h12l3562; 510k# k073291; UDI# (B)(4); quantity: 1 part#2991222; lot# h11l2776; 510k# k073291; UDI# (B)(4); quantity: 1 part#2991222; lot# h11l2776; 510k# h12g0824; UDI# (B)(4); quantity:1 part#g75446540; lot# h12j1114; quantity: 2 part#g75446540; lot# h12f3164; quantity: 3 part#g75446540; lot# h11l3058; quantity: 2 part#g84193ht; lot# 0215210w; quantity: 1 part#g869h021; lot# 0224701w; quantity:1 although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l5/s.post operatively , after the fixation at th11-l5, spondylolisthesis occurred at l5/s and there was lower extremity symptom.. The patient suffered from disability.